Event description:
It was reported that the patient experienced a vt that intermittently dropped below the programmed detection limit, resulting in delayed detection of the arrhythmia. The patient was asymptomatic. Programming changes were recommended and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.